Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that their blood glucose information did not match what was displayed on the graph. Customer reported receiving a high alarm when their blood glucose was 290 mg/dl. The customer stated the graph displayed their blood glucose was 80 mg/dl during this time. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.